Manufacturer narrative:
Eval: (cd images received for eval). Results - (death).

Event description:
An endeavor sprint rx drug-eluting stent was used to treat a dissection in a pt's distal lad. Pt expired 2 days post procedure. It was reported that the lad was occluded in the mid portion of the vessel after the first septal perforator in the area of a prior stent implantation . A 2.5 x 12mm balloon was advanced to the total occlusion and inflated multiple times at a maximum pressure of 10 atmospheres, maximum duration of 30 seconds. The balloon was inflated further distally in the region of significant disease and dissection occurred in the vicinity of a diagonal branch. This dissection was treated with a 2.5 x 18mm endeavor stent, deployed at 12 atmospheres for 30 seconds. No allegation of malfunction was made in relation to this stent. Later in the procedure, a second endeavor stent failed to cross the more proximal lad lesion and dislodged in the left main during withdrawal (ref: MFR report # 2953200-2009-01152). The pt experienced hypoperfusion during the procedure and pt's status post procedure was reported as unstable. A cd of procedural images and a cath lab report were provided to medtronic. Review of procedural images did not reveal any abnormalities in relation to the endeavor sprint rx deployed in the distal lad. No autopsy report was received and the cause of death remains undetermined.